Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the de novo, 50% stenosed, mildly calcified popliteal artery. The 3.0x200 mm armada 14 percutaneous transluminal angioplasty (pta) catheter was inflated once to 8 atmospheres (atm) and began to leak contrast when the contrast agent was applied. Additionally, the balloon could only be partially inflated. Another, same size armada 14 was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device and the reported inflation issue was confirmed. The balloon rupture was unable to be confirmed as the balloon did not have any visible ruptured noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. The investigation was unable to determine a conclusive cause for the noted inner member damage which led to the inflation issue and what appeared to be a balloon rupture. In this case, based on the returned analysis, it is possible that during advancement the inner member became damaged and torn resulting in the inflation issue and what appeared a balloon rupture; however, this could not be confirmed. The noted twist and kink noted on the inner/outer member likely occurred during packing for return analysis. There is no indication of a product quality issue with respect to manufacture, design, or labeling.